Event description:
The home patient (hp) reported feeling full, as if they were overfilled, while using the homechoice cycler for apd therapy. The hp relates that during therapy the machine would deliver the preprogrammed fill volume of 2300mls and continue therapy through dwell and into the start of drain normally. Hp relates that once the cycler advanced into the drain it appeared to only stay in drain 3-5 minutes before advancing into the next fill and delivering a full fill. Hp relates that they felt that they were overfilled with fluid and discontinued therapy using the homechoice cycler. According to the hp they performed a manual drain using a capd set, however, they do not know the volume of fluid drained during the manual drain. The hp states that there was no patient injury or medical intervention.